Event description:
Event reported by attorney. The legal complaint states the following. Patient had popmesh implanted on (B)(6) 2007. The patient required a vaginal repair of a rectocele with graft. Patient claims stabbing pain in rectum area, chronic pain, fatigue, and inability to lift heavy items, depression, mental and emotional distress. No further information is available at this time.